Event description:
Healthcare professional (hcp) of the home patient (hp) reported the hp felt full, as if hp were overfilled with fluid, while using the homechoice cycler for apd therapy. Hcp relates that the hp had experienced some low drain volume alarms during therapy, which indicates that the fluid flow from the hp is less than 50mls/min and the hp has not drained out the minimum drain volume requirement. The hcp relates that the hp bypassed a low drain volume alarm during the initial drain, which advanced the therapy into fill 1. After the hp received fill 1 hp felt full and placed the cycler into a manual drain, removing 468mls of fluid. According to the hcp, the hp had repeated low drain volume alarms throughout the apd therapy and may have bypassed more than once. The hcp relates that there was no patient injury or medical intervention.